Event description:
It was reported that the patient underwent an ambicor penile prosthesis explant procedure as the device had unspecified performance issues. No patient complications were reported. At a later date, the patient had an inflatable penile prosthesis implanted.